Event description:
This is a report of a use error where the patient that connected to the patient line during prime. The technical services representative reviewed proper procedures with the patient and assisted the patient to end therapy. The patient would complete therapy the following morning. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.